Manufacturer narrative:
(B)(4). A root cause for the confirmed failure was undetermined as the pump worked per specification. Although the cause could not be determined, a probable cause could be an obstruction in the flow path that is related to drug or drug precipitant, which may have resolved during investigation/destructive testing.

Manufacturer narrative:
(B)(4). Additional information regarding surgical intervention was provided on november 15, 2017.

Event description:
Health care professional reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The physician made the decision to explant the pump. The explant surgery was on (B)(6) 2017.

Manufacturer narrative:
(B)(4)

Event description:
A health care professional reported that the volume of undelivered drug remaining in the pump reservoir was more than the expected volume based on the programmed infusion rate on two occasions. The patient experienced nausea and vomiting, and was later hospitalized due to gastritis for one week. One month later, the patient reported she was not receiving pain relief. It is unknown if the patient's hospitalization is related to the functioning of the device.